Event description:
It was reported that during a sudden cardiac arrest episode, a successful shock terminated the episode, however upon interrogation it was noted that this implantable cardioverter defibrillator (ICD) recorded a 1005 code indicating an open circuit condition caused by a high out of range shock impedance greater than 125 ohms on the right ventricular (rv) lead. The physician opted to surgically abandon and replace the rv lead. No additional adverse patient effects were reported. This device remains in service.